Manufacturer narrative:
Submit date: 09/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states that the unit is inaccurate. On (B)(6) 2016 the customer clarified that the feeding flow rate was inaccurate. The customer was not able to provide any additional details.